Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential failure mode could be ¿bent tube¿. A potential root cause for this failure could be "incorrect assembly operation, or components placement, or accessories (incorrect assembly)." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Although the product family is unknown, the foley tray product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the tubing was kinked, and as a result urine could not drain completely out of the patient's bladder. The patient was in the same position while sleeping throughout the night. There was no reported patient injury. Per additional information received via email on 30 january 2020 from ibc representative, urine was held in the bladder and the tube. Urine could not drain into the bag allegedly due to the kink in the tube.